Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states 2 different lot numbers of the 2ml sodium citrate coagulation tubes that are not filling to the section within the black triangle printed on the container. The tubes also seem to be filling more slowly than usual. Update 19jun2025: customer advised there are not any new employees. The issue was brought up by the most senior phlebotomist, who has 45 years of experience, and other phlebotomists noted the same issue at that time as well. Customer further noted, "I witnessed 2 draws after the issue was reported and witnessed it in both draws myself." Customer advised appropriate steps are being taken during blood draws and further advised a discard tube is being collected even without the tubing in an attempt to resolve the issue. Customer advised they are primarily using straight needles but also use butterflies attached to a hub and butterflies attached to a syringe. They advised the syringe is typically not an issue with filling as they can gently tap enough into the tube when the vacuum stops to get the blood between the triangle edges. Customer advised their lab temp is regulated and monitored.

Manufacturer narrative:
Complaint (B)(4): received 4 loose tubes 454322/b24083pd and 25 loose tubes 454322/b240933j for evaluation. Received customer picture. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.